Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported she was hospitalized with diabetic ketoacidosis. Customer stated the insulin pump was suggesting a lower amount of insulin than required, causing high blood glucose. Customer was advised that the bolus wizard suggests an amount of insulin based off settings entered and adjustment may be required. The customer was wearing the insulin pump at the time of hospitalization. She also stated she did not have the battery cap for the device and was advised one would be sent. The call ended and the customer called back on (B)(6) 2015, at which point her blood glucose was 142 mg/dl. During this call, customer stated her blood glucose had been over 500 mg/dl at time of hospitalization. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. There were no air bubbles or leaks found during priming. Customer's doctor reportedly stated settings were fine and made changes the previous day. Device will not return for analysis.